Event description:
It was reported that before a surgical procedure, a black fluid came out of the device. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The device has been received at the manufacturer, and a quality evaluation will be conducted. A follow-up report will be submitted once the investigation is complete.